Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, concentric, de novo target lesion with a bend of greater than 45 degrees was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the tip of the stent itself was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.